Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in atrial flutter around 250bpm and the pulse generator exhibited undersensing. The patient was asymptomatic and the device was reprogrammed. The programming changes resolved the issue. The patient would continue to be monitored.